Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) , for related documentation.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did mention any form of treatment for the high blood glucose. The customer stated that they changed the set three ties but the site was painful and bloody. The customer stated that their quick serter was not releasing properly. The customer states that the serter is damaged and does not properly insert. The customer returned the serter back for analysis.